Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow rate was inaccurate on the rotaflow console during use. The device was immediately replaced with another device. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the flow rate was inaccurate on the rotaflow console during use. The device was immediately replaced with another device. No harm to any person has been reported. Due to the reported exchange a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could not be reproduced. No parts have been replaced. The customer has been retrained on the relevant standard operation procedures according to the IFU. The device passed all functional and safety tests according to the specifcations. The most probable root cause could be determined as a handling issue. The customer did not apply the contact cream correctly and did not perform the zero calibration. Based in the information available at this time the reported failure "flow inaccurate" could not be confirmed. The review of the non-conformities was performed on (B)(6) 2024 and during the period of 2021-12-22 to 2024-11-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in 2021-12-22. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 5.1 apply ultrasonic contact cream to both sides (left and right) around the outlet of the rotaflow centrifugal pump. Both sides must be completely covered with the ultrasonic contact cream. Chapter 6.2 the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. Complete reapplication in less than 60 seconds. Chapter 5.5.1 flow sensor: carrying out zero calibration. To achieve the specified flow accuracy, calibrate the flow sensor, check its functionality before each application and define the current blood temperature range. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.